Event description:
Ous MDR - after an implantation time of 62 months, it was reported that damage to the insulation was noted during the regular ICD exchange. It was suspected that it had been caused by friction with the other lead. No deterioration of the patient's health was reported. The physician chose to repair the lead and leave it implanted.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly there was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.